Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "damage to the rear case, exposing (the) inner seal" and further noted that the battery contacts were contaminated. The main board was calibrated, the battery contacts were cleaned and it passed its final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's rear case was damaged and its inner seal was exposed. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.